Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a network connectivity failure. A field service engineer (fse) identified that the wall jack was not configured for a dynamic host configuration protocol connection. Fse then shifted the system to room 9 and connected to the network to resolve the issue. The system functioned as intended after the field service engineer had troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had intermittent connectivity issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.